Event description:
It was reported that the customer had a lost sensor alarm and sensor anomaly on the insulin pump. The customer's blood glucose level was 146 mg/dl. The customer states he saw green blinking on the transmitter and that it turned solid green for a little. The customer was advised that it confirmed this was transmitter and not the charger. The customer was advised to change sensor the customer will save sensor he just removed and return both one from today and the one from yesterday. The customer was advised that we are shipping replacement for sensors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.